Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, it was noticed that when injected to patient's eye the lens was messed up. Additional information was received stating that the lens was inserted and surgeon noticed it was defective. Surgery was completed by removing the original lens and replacing it with the same model and diopter company lens during the initial procedure on the same day. There was no further impact on the patient.